Event description:
A report was received that the patient was experiencing charging difficulties. Multiple unsuccessful troubleshooting attempts were made by the bsn sales representative. The patient's ipg database was analyzed by a bsn engineer and although there were no signs of premature battery depletion, the communication between the external and internal equipment may be attributed to a failure not verifiable by the database analysis. The patient will undergo an ipg revision to replace the ipg.